Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, the batteries were received at typical fully depleted levels. The batteries were able to be recharged and passed load testing and exceed minimum requirements for conductance. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The fsr found the system power switch was set to on position and the power plug was not connected to alternating current (a/c). The fsr checked the data logs and found the unit had lost power on (B)(6) 2016. Data logs were received by the manufacturer on (B)(6) 2016 for further evaluation. The fsr replaced the system batteries, charged and verified the system base operation and safety. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries will be returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries were dead on the perfusion system. There was no patient involvement.